Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a patient experienced mild "sands of sahara" (sos) syndrome, 48 hours after lasik surgery. It was reported to be a light reaction, not important, regressive, and without persistent complication.